Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported via the manufacturer's representative (rep) they hadn't used the stimulator in over two years after they misplaced their recharger so it became overdischarged. Telemetry was attempted using the clinician programmer but was unsuccessful. At this time the consumer wanted the implantable neurostimulator (ins) removed and didn't want to restore therapy so surgical explant was planned, but not scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.